Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm verified display would not energized and found evidence of scorching on the inverter pcb. The inverter pcb was replaced. As a preventative measure, the stm replaced the coiled display cable as well. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) screen went blank. The iabp continued to operate correctly but the screen was not visible. The console was changed and there was no patient effect. There was no harm or injury to patient and no adverse event was reported. The pump was labeled and taken to their biomedical department.